Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 67-year-old female with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient was scheduled for possible va ECMO decannulation. After the impella placement there were flow saturations with inverted aortic/left ventricle signals and flat motor current. Impella was removed due to clot ingestion. The patient was sent back to unit on va ECMO.

Manufacturer narrative:
The investigation into the saturated flow and thrombus issues has been completed since the original report was filed. The device was returned for investigation. Data logs showed several motor current spikes followed by saturated flow and high purge pressure. Catheter kinks and cannula kinks were observed near the motor housing. Upon further investigation, biomaterial was observed in the purge gap. During testing, the pump ran as expected after removing the biomaterial from the purge gap. The root cause of the saturated flow issue was biomaterial, based on the investigation of the returned product and the log analysis.